Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). Investigation: investigation summary: customer returned (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 5187591 without the shield. Customer states that the needle attached to the rubber of the vial and detached from the syringe. The returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. Sample will be forwarded to manufacturing ((B)(4)) on (B)(6) 2017 for further review. Device history record review a review of the device history record was completed for batch #5187591. All inspections were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for any defects during the production of these batches. Investigation conclusion: bd was able to duplicate or confirm the customers indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer. A supplemental will be filed once the additional investigation has completed.

Event description:
It was reported that the needle from a bd ultra-fine" insulin syringe 31 g x 6 mm separated from the hub and stuck in the top of the vial during use. No injury or medical intervention.

Manufacturer narrative:
On (B)(6) 2017, (B)(4) received one (1) 1ml, 6mm, 31g syringe in opened polybag from batch # 5187591. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by (B)(4), it was noted that the samples received exhibited a missing cannula entirely. Visualization under 4x magnification noted that the core of the cannula appeared distorted and there were deformations along the barrel tip. These findings were consistent with the investigation completed in (B)(4) and are suggestive of a bending and/or re-use of syringe by the end user. When this occurs, the cannula has an increased chance of breaking during use. No additional actions deemed necessary at this time.